Event description:
The pt called lifescan and alleged that their meter was reading inaccurately high. The pt performed a lab test. The lab result was 9.2 and the pt's meter read 7.1 mmol/l. The tests were performed within 10 minutes of each other. The pt's physician placed the pt on metformin, an oral medication and advised the pt to contact lifescan the pt stated that they did not have any symptoms at the time of the meter to lab comparison. They did report that at times they would obtain a result that was approximately 5.0 mmol/l, but they felt it might have been closer to 3.0 mmol/l. At these times the pt reported feeling shaky and sweaty. They did not seek medical attention was experiencing the symptoms; instead they would eat something. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt did not have any control soution troubleshoot. A replacement meter is being sent to the pt.